Event description:
It was reported that the patient was experiencing ineffective stimulation. Surgical intervention was undertaken, and their system was explanted. The investigation did not determine which lead contributed to the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10490-50a, UDI:(B)(4) , serial:(B)(6) , batch: 7538498.